Event description:
It was reported by the customer, on (B)(6) 2024 at the dressing the latter appears soiled with pinkish liquid. Performed washing with no leakage from the exit site. Next day access for administration of chemotherapy: clean dressing, function test is performed with 10 ml syringe, good flow in suction infusion, no leakage. For additional safety, in anticipation of administering vesicant medication, further function test is performed with physiological saline via volume pump, following which appears leakage of fluid from the insertion point. Discontinued use of the device, which was removed on (B)(6) 2024 in the meantime started heparin therapy for suspected brachial thrombosis). At removal partial break is noted in proximity of the 13 cm depth marker.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed at the 12 cm depth marking and between the 12 cm and 13 cm depth markings. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned fracture edges which were rounded and polished due to repeated material wear 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, on (B)(6) 2024 at the dressing the latter appears soiled with pinkish liquid. Performed washing with no leakage from the exit site. Next day access for administration of chemotherapy: clean dressing, function test is performed with 10 ml syringe, good flow in suction infusion, no leakage. For additional safety, in anticipation of administering vesicant medication, further function test is performed with physiological saline via volume pump, following which appears leakage of fluid from the insertion point. Discontinued use of the device, which was removed on (B)(6) 2024 in the meantime started heparin therapy for suspected brachial thrombosis). At removal partial break is noted in proximity of the 13 cm depth marker.